Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced "insulin shock" and went to the emergency room. Upon waking up, the pump had been "lost" in the ER. Reportedly, customer obtained a backup therapy from the healthcare provider. Contact/customer did not provide further information regarding the event and disconnected from call to tandem technical support. Although requested, additional information was not provided.